Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m implantable pacing lead (B)(6) 1998. (B)(4).

Event description:
It was reported that they were unable to interrogate or get a magnet response from the implantable pulse generator (ipg). It was noted that the ipg was last checked approximately one year ago. The device will be replaced but currently remains in use. No patient complications have been reported as a result of this event.